Event description:
Pt was implanted with n-hance rods and pangea screws at l4-s1. Rigid level was l5-s1. About 2 weeks post operative, pt complained of new pain. X-ray taken at 3 weeks post operative showed both rods had slipped out of the screw heads at s1. Pt is currently asymptomatic and surgeon has no plans to revise at this time. This report is one of two reports for the same incident.

Manufacturer narrative:
Additional information has been requested. Implant date reported as 2008. Subject device remains in the pt. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number or lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.